Manufacturer narrative:
(B)(4). Initial evaluation onsite at the facility confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The customer reported problem of a flogard infusion with an alarm f-38 was confirmed by technical services on customer site. The cause was determined to be damaged left and right tube misloading sensors and the tube misloading sensors were replaced onsite at the facility by a baxter field service technician to resolve the problem.

Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an f-38 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury or medical intervention reported. No additional information is available.